Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d224drg ICD, implanted: (B)(6) 2009.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri), had a long charge time, charge circuit timeout, and charge circuit inactive. It was further reported that the device failed to deliver needed therapy several times. The patient experienced ventricular tachycardia (vt), ventricular fibrillation (vf) and a neurological injury. The patient's right ventricular (rv) lead had physiologic short v-v intervals and non-sustained ventricular tachycardia episodes. The device and lead were inactivated and remain in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.